Event description:
The xper football flat lined during care and staff were unable to view patient hemodynamics. The football had to be rebooted. Staff report this equipment is not working properly. It has previously been reported to philips by the director of clinical engineering. There was no harm to the patient. There was more than one monitor on the patient and the procedure was completed without further issues.